Manufacturer narrative:
The event occurred in (B)(6) while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
The reporter stated the infusion device didn't provide the e-4 error message or the occlusion alarm. No adverse event reported. Return of the suspect device was requested for evaluation.